Event description:
Reportedly, on (B)(6) 2024, infection was confirmed at routine follow-up, and alizea (s/n:(B)(6) and vega (s/n:(B)(6) were removed on (B)(6). A-lead and previously implanted leads were capped and abandoned. The physician commented that infection was inevitable due to several leads in the body.

Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Alizea dr (sn:(B)(6) ) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 8 february 2024 use before date: 19 may 2026 sterilization lot: s0660-3744 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature

Event description:
Reportedly, on (B)(6) 2024, infection was confirmed at routine follow-up, and alizea (s/n:(B)(6) ) and vega (s/n:(B)(6) ) were removed on 2-aug. A-lead and previously implanted leads were capped and abandoned. The physician commented that infection was inevitable due to several leads in the body.